Manufacturer narrative:
Smooth part tossed, 1/2 left in patient.

Event description:
Instrument failure - the guide tap broke in half when the surgeon was reaming over the tap inside the patient; debris from the threads of the guide tap were left in the patient. The smooth part of the tap was disposed of and the other half was left in the patient.

Manufacturer narrative:
The reason for this report that the breakage of the tap guide during surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was not available for use. The surgery was completed as intended. Half of the device was disposed of at the hospital, and half was left in the patient. The complaint database review showed previous complaints but there were no indications that patients were at risk, or that this instrument has a design or material deficiency. The lot number or revision level were not reported, therefore this instrument could not be linked to a specific device history record (DHR) or the actual date of manufacture could not be determined with confidence. The instrument is designed to tap the hole in the glenoid. The 6.5 mm reverse shoulder prosthesis (rsp) bone tap is made from ss455, tested as per astm a564 type xm-16, having good torsional rigidity. This material is generally used for bone taps within the orthopedic industry. The bending and breaking of the tap is occurring during surgery when the tap is inserted into the glenoid, when the glenoid is being reamed, or when the tap is being removed from the glenoid. During any of these procedures an unintentional force may be applied to the tap causing it to bend through the thin section. The guide, reamer, bone tap, 6.5mm, rsp, shoulder will not be returned, therefore the reported problem and root cause could not be confirmed. Typical factors that can contribute to a tap fracture include excessive applied torque, misalignment prior to torque application. The tap failure which is consistent with the reamer being driven too deep or the tap not being driven deeply enough causing the spinning reamer to attempt to thread onto the tap threads. This can cause sudden jamming and contribute to bending or breaking the tap and this instrument most likely had experienced high or repeated loads and torques at oblique angle during surgical use. Surgical instruments condition can be determined while being used for its intended purpose. The replacement of surgical instruments due to normal wear and tear does not indicate a product deficiency, failure or issue. No further action is deemed necessary at this time. There are no indications that this instrument has a design or material deficiency therefore no containment of inventory is required. Event is associated with instrument usage, not a design or manufacturing issue.